Event description:
The customer reported falsely depressed sodium results generated on the alinity c processing module for multiple patient samples. The following data was provided: (B)(6) 2026, sid (B)(6): sodium: initial result = 120, repeat = 142, (B)(6) 2026, sid (B)(6): sodium: initial result = 114, repeat = 137, (B)(6) 2026, sid (B)(6): sodium: initial result = 117, repeat = 136. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.